Manufacturer narrative:
Unit received from the field. Could not replicate customer complaint - refer to evaluation (B)(4); unit had valve spacers replaced per CAPA (B)(4); unit was refurbished and returned to stock.

Event description:
Loss of cutting aspiration. Made loud noise like an high but on medium. The cut out. Had to use 2 hand pieces to finish case.